Event description:
It was reported that during a da vinci s prostatectomy procedure, the tip of the monopolar curved scissors (mcs) instrument broke off and fell into the patient. The broken piece was retrieved and the procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Final analysis found that the telemetry anomaly during interrogation was caused by a discrepant integrated circuit.